Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00103 on 07-apr-2025. Additional information (08-may-2025): in addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) observed that the sample probe tubing was hitting the top of the analyzer when rotating around the incubation ring. The cse adjusted the sample probe wiring position and performed alignment of the sample arm, all alignments were ok. The customer ran a quality control (qc), which recovered acceptably. The troubleshooting actions taken by the cse resolved the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported switching from calcium (ca) to calcium_2 (ca_2) on an atellica ch 930 analyzer, which resulted in high quality control (qc) values that were out of range. Consequently, the customer decided to review patient samples previously tested on the atellica ch 930 analyzer. The initial results had already been reported to physicians. The customer repeated approximately 60 patient samples across three atellica ch 930 analyzers. Most of the sample results showed good correlation, but a few did not meet the lab's correlation criteria. The customer stated that the initial results of the samples that failed correlation were elevated, and no corrected reports were issued. The reason why corrected reports were not issued to the physician, despite a few samples not meeting the lab's correlation criteria, is unknown. Additionally, the lab's criteria for correlation were not specified. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center and reported switching from calcium (ca) to calcium_2 (ca_2) on an atellica ch 930 analyzer, which resulted in high quality control (qc) values that were out of range and elevated calcium_2 (ca_2) results on multiple patient samples. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the analyzer and replaced mixer and ran qc, which recovered acceptably. The cause of the event is unknown. The analyzer is performing according to specifications. No further evaluation of this device is required.